Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The first fitting was performed in (B)(6) 2025, where the user showed benefit with the device. On 11-apr-2025, the user could no longer hear with the device when it was stimulated directly. Follow-up appointment is scheduled for (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation only found damage on the conductive link between fmt and implant demodulator, as it appears typical for having been caused by the extrusion in the eac. The damage found can well explain for the missing device function. At explantation, the conductor link was found displaced and severed in the ear canal due to an ear-canal cleaning procedure. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.